Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, four of the filter legs were tangled. The pt was asymptomatic during this event. The carrier system was adequately flushed with heparinized saline prior to filter placement. It was noted that the continuous flushing method was not used. A second filter was placed; however, the same problem occurred. A third filter was placed successfully. No pt injuries or complications from the procedure were reported. However, the pt died 24-48 hours after the procedure. The cause of death as documented on the death certificate is amiolytic metastatic malignant carcinoma. The physician did not feel that the pt's death was related in any way to the difficulties experienced with the greenfield filter. Same case as manufacture report # 6000118-2005-00025.